Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when a syringe was connected and distilled water was injected for the foley balloon inflation, water started leaking from the middle of the route. Since it was discovered during a pre-test prior to patient use, it was believed that there were cracks present at the packaging stage. Per follow up information received via ibc on 04dec2023, the customer confirmed that there was a crack on the balloon and the water leaked from the inflation route.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Photo: received three (3) photo samples. First and second photo sample showcases an overview of a 2-way catheter with cut portion of inlet tubing. Third photo sample showcase a piece of paper with native writing. Visual: received one (1) used 2-way catheter with cut portion of inlet tubing and a straight tipped syringe without original packaging. Visual inspection noted a tear measuring 0.3185" found on the inflation arm. Therefore, the product does not meet specifications according to inspection which states "shaft must not be damaged or pinched." The potential root cause could be inadequate material selection. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following. "Warning: do not use ointments or lubricants having a petrolatum base. They will damage the catheter. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. For urological use only. Valve type: use luer slip tip syringe. Do not use needle. Recommended inflation capacities. 3cc balloon: use 5ml sterile water. 5cc balloon: use 10ml sterile water. 15cc balloon: use 20ml sterile water. 20cc balloon: use 25ml sterile water. 30cc balloon: use 35ml sterile water. 40cc balloon: use 45ml sterile water. 75cc balloon: use 80ml sterile water. To deflate catheter balloon: gently insert a luer slip tip syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. Allow the pressure within the balloon to force the plunger back and fill the syringe with water. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen, preventing balloon deflation. If necessary, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that when a syringe was connected and distilled water was injected for the foley balloon inflation, water started leaking from the middle of the route. Since it was discovered during a pre-test prior to patient use, it was believed that there were cracks present at the packaging stage. Per follow up information received via ibc on 04dec2023, the customer confirmed that there was a crack on the balloon and the water leaked from the inflation route.